Event description:
A customer reported he was getting erratic readings prior to the medical event and feels he may have been dosing himself with too much insulin. The customer reportedly obtained a higher than feels reading of 177 mg/dl on their adc meter on (B)(6) 2011 at 10:25 pm, self-dosed with his regular insulin and woke up on (B)(6) 2011 "really out of it and his reading was 43 mg/dl. " the customer reportedly experienced "terrible confusion, tunnel vision, wobbly" and subsequently lost consciousness. The customer self-treated with glucose tablets, peanuts and water to counteract the event. No third-party medical intervention was required. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been returned to manufacture and investigation is in process. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.